Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that the o-ring on the reservoir compartment fell off. Customer's blood glucose was 90 mg/dl. Customer was advised that his insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with missing reservoir o-ring, broken reservoir tube lip, cracked battery tube threads, cracked display window corner and minor scratches on lcd window.